Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flaky white foreign matter was found in the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the nurse placed the indwelling needle on the patient and removed the needle shield, she found flake white foreign body in the catheter. At the same time, the patient also found that the patient worried about harm caused by foreign body entering the body and questioned the quality of the product"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/12/2021. H.6. Investigation: a device history review was conducted for lot number 0055979. Our records show that this is the only instance of foreign matter occurring in this batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, composition analysis of the submitted material determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process.

Event description:
It was reported that flaky white foreign matter was found in the bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: "after the nurse placed the indwelling needle on the patient and removed the needle shield, she found flake white foreign body in the catheter. At the same time, the patient also found that the patient worried about harm caused by foreign body entering the body and questioned the quality of the product".